Event description:
Orajel advanced tooth desensitizer. I used the product according to directions. The warnings on the product state not to get the product on the gums, cheek or lips. I found this impossible to do. Once applied, you cannot keep your cheeks from the tooth area. The product is poorly packaged. It comes in a small foil envelope that you wet the swabs in. The liquid is clear and you cannot tell if it is on the swab tip or if any has run onto the stick. I believe that as I applied the tip to the top of my molar, liquid on the stick was rubbed on my gums, cheeks and lips. My lips started to sting immediately but the instructions stated that was a normal occurrence. The following morning, I awoke with swollen lips and painful gums. The packet said this would disappear within 24-48 hrs. I took benadryl and used ice packs, but the pain increased by end of day. The following day, condition was worse. I awoke with extreme swelling of the lips and mouth, and painful shredded gums on the inside of my mouth. It felt like blisters were inside my mouth and throat, and I had a severe headache. The swelling was so severe it cracked open the sides of my mouth. I went to the emergency room at the hospital. This product should be recalled until a safer application or less dangerous chemical is used. I hope no one else has to suffer these chemical burns as I did. If I don't recover and heal properly, I will consider a lawsuit.